Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.it is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after the absolute pro vascular was easily removed from the hoop package, the tip of the stent was noted to be partially deployed. There was no patient involvement and the device was not used. Another absolute pro vascular was used to complete the procedure without further incident. There was no additional information provided